Event description:
It was reported that th physician had a case where they used the endoplege catheter. It was one of the older ones where they used the fast-cath 11 french introducer. Upon removing this endoplege catheter at end of case, the physician had grave difficulty. It was difficult for him to get the catheter and introducer out. The catheter itself was broken at the end and for awhile there was a question as to whether all the pieces and parts were removed from the patient. At this point the md stated he believes he got everything out of patient. Customer will return device for evaluation.

Manufacturer narrative:
Device enroute and will be evaluated upon receival of product.

Manufacturer narrative:
Lot number and manufacturing dates changed upon arrival of device for evaluation. Evaluation: it is noted that the distal end of the catheter was already cut off at approx. 8 inches. An introducer was returned with the catheter however it is not the introducer that is supplied with this product. No functional testing could be performed due to the condition of the catheter as received. A root cause could not be determined. It is unknown why the surgeon chose to use an introducer that is not provided for this catheter. Trends will continue to be monitored and appropriate investigations will be performed. This was an isolated incident, no CAPA initiated.